Event description:
The surgeon used the dura-guard patch for a pt with an arnold-chiari malformation. The pt underwent suboccipital craniectomy and c1 laminectomy and dural patch. Following the surgical procedure, the pt developed csf leakage from the wound and the surgeon had to reoperate this pt. On re-exploration, the surgeon found that the dura-guard patch had adhered with the cerebellum and was vascularized. The surgeon carefully dissected the graft and replaced it with fascia lata graft. The pt recovered well with no complications. The surgeon commented that he has not experienced any previous complications using dura-guard.